Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was reportedly doing well post operatively.